Event description:
Customer reported a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Customer received detailed instructions for resetting the pump from technical support, and successfully restarted the sensor session without encountering the error again.